Manufacturer narrative:
(B)(4). Batch # p94f5w. Investigation summary: the device was returned with no apparent damage. The device was connected and tested on a gen11. The device was disassembled to inspect the internal components and it was found that y-link was crack. No conclusion could be made as to how the component was damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
There is no reaction from gen11. Patient consequence? No.